Event description:
It was reported that beeping tones were emitted from this implantable cardioverter defibrillator (ICD). Upon follow-up high out of range shock impedances were noted on the right ventricular (rv) lead of this ICD with a rapid increase and intermittent jumps in the last month. Provocation maneuvers were performed, and no noise was produced. A lead integrity testing is expected, but not yet performed. This ICD and rv lead remains in-service at this time. No adverse patient effects were reported.